Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 209 mg/dl and 112 mg/dl. Customer took 5 units of humalog based on reading of 209 mg/dl, then drank some orange juice when she received the reading of 112 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.